Manufacturer narrative:
(B)(4).

Event description:
The patient implanted for failed back surgery syndrome and spinal pain reported poor communication on the patient programmer (pp). They were unable to communicate with the implantable neurostimulator recharger (insr). The patient last felt stimulation 6-7 months ago and last successfully charged 6-7 months ago. The patient hadn't used the system in several months and when they went to charge, the insr couldn't get the antenna to be responsive to the battery. It kept saying reposition. This event was noted to have occurred in 2015 and the patient was redirected to their healthcare provider (hcp). It was noted that the patient did not have a current hcp. The patient reported via the manufacturer representative (rep) that she had not used or charged the implantable neurostimulator (ins) since (B)(6) 2015; it was overdischarged. A trickle charged was performed for 60 minutes; then went to regular charging mode. They continued charging for another 90 minutes, but had not yet reached the 1/4 charged and the clinic was closing. The patient went home to charge and was planning to reschedule to get the power on reset (por) cleared and reprogramming performed. While at home charging that night, the por was still active; the patient hit the power off gray button on the side of the recharger. This turned stimulation on. The patient reported to the rep that stimulation felt different than usual, but could not get it turned off. The patient was instructed to do a physician recharge mode (prm) and this turned stimulation off. The patient was going to follow up next week to get the por cleared and would not touch the scs off button. No surgical intervention occurred, and none was planned. The issue was not resolved at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.